Event description:
It was reported that the c-arm suddenly rotated on its own. No injury reported. A field engineer was dispatched to the site and determined the center paddle rotational switch and left and right side rotational switch assemblies needed to be replaced. Once this was completed the system was working as intended.